Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing resulting in numerous inappropriately stored non-sustained ventricular tachycardia (nsvt) events. It was also noted that low out-of-range pace impedance measurements and decreased intrinsic amplitudes were observed. As the patient's ejection fraction had returned to normal the physician elected to deactivate the device and leave it implanted. No adverse patient effects were reported.